Event description:
Consumer letter received indicating that patient was burned by vaporizer. Consumer indicated that patient touched vaporizer with leg and was burned. No other details. Consumer will not return product.